Event description:
It was reported that the iab was inserted via the patient's left femoral artery. The iab catheter tip became blocked so the iab was removed with some difficulty. The patient expired later of causes unrelated to this incident.